Event description:
The following complaint was received via a social media posting. The spouse of the customer stated that her husband passed away. She stated that the glucose meter and the insulin pump readings had discrepancies. It was also stated that the customer had been hospitalized in the past; the insulin pump was taken off to control the customer's blood glucose. No details were provided. A senior manager replied to the social media posting by asking the person who created the posting, if they are willing, to contact us and discuss the matter in detail. No contact has been made by the spouse of the decedent, yet.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.